Manufacturer narrative:
Correction h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion. The cause was determined to be a downstream sensor out of specification. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was on a patient and kept beeping downstream occlusion. Same results when biomed tested. The reported problem occurred during delivery at general patient ward. There was patient involvement, but no known patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion. The cause was determined to be a downstream sensor was found to be out of specification. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.